Event description:
It was reported that the user¿s charger for the ilet system was not functioning, and the user requested a replacement after being advised to call for troubleshooting. Symptoms included no reported adverse health effects. Outcomes included no impact on health or medical care. Investigation included technical support troubleshooting to assess charger function. Investigation of this case revealed a suspected charger malfunction affecting the external power/charging accessory. It was concluded, based on previously established findings for similar reports, that the cause was unable to be determined.

Manufacturer narrative:
Initial.